Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the problem was the iol coating. On the first operative day one, the lens seemed blue at a medical examination. The lens remained in the patient's eye. Additional information has been received stating that, as of one week after the surgery, the lens finding was still continuing.

Manufacturer narrative:
Additional information was provided in e.11 and h.11. The product was not returned for analysis. Only photos were returned. Received photo shows what appears to be an implanted intraocular lens (iol) on a monitor screen. There appears to be a blue cloudy effect over the iol, there are also lines through the cloudiness. These photos are marked with '1/10', this marking seems to correspond with the dates mentioned throughout the complaint. Additional photos received show what appears to be an implanted iol on a monitor screen. There appears to be a blue cloudy effect over the iol, there are also lines through the cloudiness. These photos are marked with 1/16 , this marking seems to correspond with the dates mentioned throughout the complaint. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. The manufacturer internal reference number is: (B)(4).